Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 125 ohms. There was also a concern about the remaining longevity of the device. It was noted that the left ventricular (lv) outputs were elevated. Additionally, it was thought there was a weak connection. The shock impedance alert was reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was provided which noted that defibrillation threshold (dft) testing was performed during the device replacement procedure. The shock impedance measurements were noted to be normal. The device was explanted and replaced. No additional adverse patient effects were reported.